Event description:
The pt had a PICC line placed on (B)(6) 2010 for delivery of chemotherapy with 5-fu and mitomycin with xrt for treatment of squamous cell cancer of anus. The PICC insertion and dressing sites have been monitored weekly. On (B)(6) 2010, a nurse noted the pt had erythema and c/o pruritis under the PICC dressing, especially concentrated in the area of the chlorhexidine patch at the insertion site. The IV nurse assessed the pt, removed the old dressing and applied a sorbaview dressing and the pt reported the dressing was much more comfortable. On (B)(6) 2010, the pt was seen and reported extreme pruritis over the 3 day holiday weekend with blisters forming under the dressing. As a result, he had removed the sorbaview dressing, cleaned the area with alcohol, covered it with a sterile 4x4 and secured it with paper tape. Also on (B)(6) 2010, the PICC insertion site was evaluated by an IV nurse and by the oncologist. Although the site was not infected, the erythema and tenderness continued, and the decision was made to pull the PICC line, given the consideration that the pt wouldn't need to use it again until (B)(6) 2010. Also on (B)(6) 2010, the sales rep from the company that makes the chlorohexidine dressing (3m) saw the pt, with the pt's permission, examined the site and took pictures. The pt returned to the hosp on (B)(6) 2010 to have the site re-assessed. It was healing well. On (B)(6) 2010, the wound care nurse saw the pt and recommended a skin patch test to determine the best dressing material for the pt's upcoming PICC line. The company rep suggested that in-services should be repeated to ensure that the product is being used correctly. On (B)(6) 2010, the hosp reminded the staff to report any issues with skin breakdown from this or any other type of dressing material. Since that reminder, there have been three other reports of pt's with central lines having the central lines pulled because they were assessed as possibly being infected, when the erythema seen may have been a reaction to the dressing. Product discarded when dressings removed.